Manufacturer narrative:
Results of investigation: the device, used in treatment, was returned for evaluation. A visual inspection of the device confirms the knob ring is broken. This device was manufactured in 2014. This device shows signs of significant wear/usage. A medical investigation was conducted and per complaint details, the impactor top plastic ring had broken off before surgery. Reportedly, however, the procedure was finished with the same device without significant delay ¿as the function of the impactor was not compromised¿, with no retained pieces and no patient injury reported. Patient impact beyond the modified surgical procedure would not be anticipated as the procedure was reportedly completed with the same devices without retained foreign bodies, patient harm, and/or surgical delay. Since no patient injury/harm was alleged, no further medical assessment is warranted at this time. A complaint history review found related failures; this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of risk management files found that the reported failure was documented appropriately. This device is a reusable instrument that can be exposed to numerous surgeries; damage from repeated use can occur. Expected wear/tear is likely the probable cause of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture.

Event description:
It was reported that the hospital returned an impactor for the journey ii cr. The top plastic ring had broken off, before surgery. Pieces fell inside the patient and all the pieces were recovered. The procedure was finished with the same device as the function of the impactor was not compromised.